Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer initially removed the cartridge and attempted to reload it, but the alarm recurred, preventing the resumption of insulin therapy. Tandem technical support assisted the caller, providing instructions to ensure delivery of a 9-unit bolus, which was successful, but original cartridge reload failed. Technical support resolved the issue by arranging to replace the pump and cartridge with a model featuring updated software and provided instructions for returning the faulty pump. The customer planned to use mdi as a backup insulin therapy until receipt of the replacement pump.